Event description:
A healthcare professional (hcp) reported a pt experienced itching 15 minutes prior to the end of their three hr dialysis session. A few minutes later the hcp noted that the pt had "bee sting" like welts on their upper arms and chest. The pt was removed from dialysis at that time. As a prophylactic measure, benadryl 25mg po was given prior to the onset of the pt treatment. In addition, prior to onset of pt treatment, a 10cc blood prime was performed to coat the extracorporeal circuit with the pts own blood. No epogen or any other medications were administered during this treatment. The pt dialyzed with a 2.0 potassium/3.0 calcium bath. The hcp reported the pt symptoms dissipated upon the pt's discharge to home. The pt had dialyzed previously with this membrane as well as different manufacturers' dialyzer membranes (bio 100 and f8) and experienced similr symptoms. This episode occurred during the pt's fifth treatment at this center.